Manufacturer narrative:
(B)(4). The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the network adapter circuit board, hard drive, instrument manager printed circuit board, ethernet cable assembly, solenoid/ strain gauge, cassette cable assembly, rear shielded rear monitor cover, and pump extender to resolve reported errors. In addition, the fss performed an annual preventative maintenance that included the replacement of o-rings, filters, and cable pack detect switches. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reporting experiencing 502 priming errors and 2012 errors intermittently and requested the phacoemulsification unit be evaluated. The 2012 errors were occurring when the unit was idling.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Service history and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. In addition to the electrical problem and mechanical problem, software problem was identified as an additional results code. All pertinent information available to abbott medical optics has been submitted.